Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. However, all operating currents within specifications and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin was programed correct time, date and monitored three days and no unexpected reset, time date anomaly or failed battery test alarm or any alarm noted during testing. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had failed battery test alarm. The customer's blood glucose was 8.2 mmol/l at the time of incident. The customer stated that there was damage on the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.